Event description:
The customer questioned results of zero for 3 patient samples tested on a cobas 6000 c (501) module between (B)(6) 2018. Based on the data provided, the calcium results for 1 patient sample are a reportable malfunction. The initial calcium result was 0.1 mg/dl. The repeat result was 9.6 mg/dl. The initial result was reported outside of the laboratory. The repeat result was believed to be correct. No adverse event occurred. The calcium reagent lot and expiration date were not provided. The field service engineer (fse) visited the customer site and found that the gear pump pressure was low. The fse adjusted the gear pump pressure. The customer replaced the sample probe, reaction cells and photometer lamp. The customer ran calibration and qc and all results were within the specified ranges. The investigation determined the issue identified by the fse was the root cause of the event.